Event description:
It was reported that during a prostate procedure the first fiber was observed to "exhibit diminished vaporization." The fiber was exchanged and the case continued with a second fiber. While using the second fiber, the laser console was observed to have a "water leak." The procedure was completed using an alternate procedure ("bipolar"). There was no report of patient injury.